Manufacturer narrative:
Unit paired successfully to commercial mobile app. My inpen menu displayed: the following values were dialed and dosed: 4.0u and 2.5 were recorded, 6.0 u dialed and 4.0 u were recorded. The inpen values transmitted were did not matched bolus dialed, problem was isolated to electronic assembly. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No physical damage to injection foot or inpen was noted.

Event description:
Customer reported via email that there was inaccuracy between the dose delivered and the dose recorded in the logbook. Customer stated the discrepancy was 0.5 to 1.0 unit. No harm requiring medical intervention was reported. The device is expected to return for analysis.